Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis. Customer blood glucose level was 20 mmol/l. Customer reported no delivery alarm repeatedly. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.